Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. Pump successfully paired with the test transmitter. No unexpected pump error 23, pump error 49 or pump error 68 were noted during testing. Verified pump alarmed pump error 23 on 10/31/2023 at 00:51:53.000, pump error 49 on 10/31/2023 at 00:51:03.000 and pump error 68 on 10/31/2023 at 00:51:03.000 in pump's downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label torn, end cap address label fading, pillowing keypad overlay and cracked select button keypad overlay. Pump passed required testing and paired successfully with the test transmitter. No com pump to xmtr-unresolved was not confirmed. Pump error 23, pump error 49 and pump error 68 were not confirmed. Cosmetic damage was confirmed at serial number label and at end cap address label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a "post-reset ram crc alarm"(pump error 23 alarm), also received a "history pointers failed. The history pointers are corrupted" (pump error 49 alarm) and received a "trace pointers are invalid" (pump error 68 alarm). It was also reported that the dome label was worn out due to usage and also the insulin pump was not communicating with the transmitter as the transmitter's battery had ran out in the night. Troubleshooting was performed and found that the insulin pump was neither stored nor without a battery for more than 8 hours. The customer was able to clear the alarm successfully, able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.